Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) was found to have loose set screws. The patient's ICD system was exhibiting low impedance measurements. An invasive procedure was performed and the loose set screws were noted. The physician tightened the set screws and impedance and thresholds measurements were good.